Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial undersensing. The full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The distal conductor of the lead was extrinsically over-rotated. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The analyst noted that the outer insulation is cut at 18cm, blood is visible inside the proximal conductor(cut may have occurred during time of implant). The distal conductor is distorted in the connector at 1.5cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) with palpitation. The right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) ventricular tachycardia (vt) and sensing integrity counter (sic) episodes. The lead was found to have t-wave oversensing and high increasing lead impedance. During lead revision, the lead was found to have been twisted multiple times and coiled in the pocket. The lead screw was unable to be retracted. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had high increasing lead impedance, intermittent far field r-wave (ffrw) oversensing and undersensing was noted on high rate episodes. During lead revision, the lead was found to have been twisted multiple times and coiled in the pocket. The lead screw was unable to be retracted. The lead was removed and anew lead was implanted. No further patient complications have been reported as a result of this event.